Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic colostomy takedown with conversion to open, on the rectum and colon, there was poor staple formation, the staple line was through excessively thick scar tissue. It was noted that the staple line did not hold, there was a small opening on posterior side. The surgeon chose to stay with initial selection of the product versus removing the anvil and moving to the larger staple height of 4.8mm stapler. The opening near the anastomotic staple line was sutured to resolve the issue. The surgical time was extended by 30 minutes or more due to the product problem.